Event description:
The device was used during a lavh. Reportedly, the instrument would not fire and the approximating lever was broken. Another device was used to finish the procedure. No patient injury was reported. The hospial discarded the product.